Event description:
It was reported that the device sounded the alert intermittently over a period of two days. The device data did not reveal any alert events. Follow up disclosed the toning had stopped and the patient is being closely monitored. Patient denied any exposure to magnetic resonance imaging, radiation, or strong magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. No anomalies were found.